Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On august 16, 2025, the user reported dexcom g7 and fingerstick discrepancies while using the ilet. The ilet displayed 250 mg/dl vs. Fingerstick 183 mg/dl, later showing 232 mg/dl vs. Fingerstick 273 mg/dl. After a full supply change, insulin delivery resumed, values aligned at 235 mg/dl, and glucose began to decline. The user reported no symptoms and felt well after correction.